Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 191 mg/dl and 63 mg/dl. Customer felt hypoglycemic at the time of the readings and went to eat something to feel better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.